Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. Customer experienced signal loss and was unable to obtain readings and receive glucose alarms. As a result, the customer was not alerted of their changes in glucose level and experienced a seizure, requiring a non-healthcare provider administration of glucose syringe (dose unspecified) for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint. The user reported signal loss. The reported issue was investigated and attempted to replicate. The reported configuration was not compatible with the customer's reported application. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with samsung galaxy a53; os version 13; app version 2849335. Customer experienced signal loss and was unable to obtain readings and receive glucose alarms. As a result, the customer was not alerted of their changes in glucose level and experienced a seizure, requiring a non-healthcare provider administration of glucose syringe (dose unspecified) for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The sensor was activated with a known good reader and the bluetooth connection was successful. A linearity test was performed while the reader was wrapped in aluminum foil (to simulate signal loss), and signal loss message was observed. Since the sensor and known good reader communicated successfully, and a signal loss message was observed after simulating a signal loss, the returned sensor was found to be functioning properly. Sensor was scanned with reader to re-establish bluetooth connection and kept 20ft (6.1m) away from the sensor and no signal loss message was observed. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with samsung galaxy a53; os version 13; app version 2849335. Customer experienced signal loss and was unable to obtain readings and receive glucose alarms. As a result, the customer was not alerted of their changes in glucose level and experienced a seizure, requiring a non-healthcare provider administration of glucose syringe (dose unspecified) for treatment. There was no report of death or permanent impairment associated with this event.